Event description:
It was reported by the patient that blood glucose levels rose above 250 mg/dl while wearing the pod between 1 and 4 hours on the arm. The patient reported that the cannula did not penetrate the infusion site and that insulin leakage was observed. The patient also reported that the pod fell off. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.